Event description:
During preparation, it was reported the guidewire was inserted into the catheter and got stuck inside the catheter. The device was not used in the patient.

Manufacturer narrative:
The catheter and guidewire were returned for evaluation. The balloon catheter was found punctured at approximately 12 cm from the distal tip. Examination of the guidewire showed that the guidewire's distal tip (cap) was missing.